Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine artery ligation and uterine packing. The subject of this report is a (B)(6) woman, race reported as white, g1p0 with no significant reported medical history. On (B)(6) 2021, she presented for a scheduled induction at 39.4 weeks. On admission, her height was noted as 64 inches, (B)(6), bmi 53.37, and hemoglobin (hgb) 12.6 g/dl. Her hgb at discharge was noted at 6.1 g/dl. She received epidural anesthesia and had a cesarean section (c-section) delivery of an infant that weighed (B)(6) and oxytocin for twenty-two (22) hours following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to cervical laceration after her delivery. The crf noted that "no" there was not lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received one dose of methergine. The cumulative blood loss prior to jada insertion was noted as 2344 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 1.55 hours after delivery of the placenta. The total in-dwelling time for jada was 45 minutes and the total amount of blood collected in the canister during jada treatment was documented as 0 ml. The patient received three units of red blood cells after jada treatment. Following the initiation of jada treatment, the device was removed, and the patient was treated with uterine artery ligation and uterine packing. The total blood loss for this case was 4000 ml. The patient received pre-operative antibiotics for c-section delivery and postpartum antibiotic (azithromycin) was administered with the indication for "manual removal of placenta." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no".

Manufacturer narrative:
The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." The serious injury in this case was the medical interventions of antibiotic and blood product administration, uterine ligation and uterine packing after jada treatment. The previous noted medical and surgical interventions were performed to treat a life-threatening condition and/or to preclude permanent impairment of a body function or permanent damage to a body structure. This condition pre-existed the use of jada. Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for escalating treatment (uterine artery ligation and uterine packing) to preclude permanent body damage/impairment. The reported cervical laceration may provide a more plausible alternative explanation for the uncontrolled abnormal postpartum uterine bleeding. The company will report this case as a serious injury MDR.